Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a simplicity procedure, the device did not reach the expected temperature and the procedure was cancelled. A single monopolar lesion was performed and then the patient was given a steroid injection instead of the procedure. The procedure will be rescheduled within the next 28 days.

Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for evaluation. No visual anomalies were noted. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent procedure cancellation remains unknown.